Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient expired on september 26th, 2017. The main cause of death is unknown. Additional information was requested but not available. Related manufacturer report numbers: 2938836-2017-33766 and 2017865-2017-34343.

Manufacturer narrative:
As received, only the right ventricle connector portion was returned in one piece for analysis. Visual inspection of the lead revealed no anomalies with the exception of damages consistent with procedure damage. Electrical testing did not reveal any indication of conductor fractures. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.